Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that biomed stated temperature out was not reading on the monitor from the arctic sun device in use. They tried to verify temperature cable and placement. The temperature cable was in the output slot, and they were using cable (lot 73556). Mss advised the nurse to check resistance of the cables to make sure they were not broken. If the temperature was solid, then they might need to adjust settings on the monitor. Per follow up information received on 04mar2022, biomed stated that there was a damaged temperature out probe. They replaced temperature out probe and therapy were able to be completed with no further issues.

Event description:
It was reported that biomed stated temperature out was not reading on the monitor from the arctic sun device in use. They tried to verify temperature cable and placement. The temperature cable was in the output slot, and they were using cable (lot 73556). Mss advised the nurse to check resistance of the cables to make sure they were not broken. If the temperature was solid, then they might need to adjust settings on the monitor. Per follow up information received on 04mar2022, biomed stated that there was a damaged temperature out probe. They replaced temperature out probe and therapy were able to be completed with no further issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "handling damaged". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the temperature probe ifus are found to be adequate based on past reviews. The device was not returned